Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 29 occurred during the load process. Blood glucose was 212 mg/dl. Reportedly, the customer was able to load a cartridge successfully, continued to use the pump for insulin therapy.